Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that a pump was alarming no disposable clamp tubing. The patient was instructed to clamp the tubing, unlock the cassette and check for air in the line. Air was present so the patient was instructed to massage the tubing. The patient then reattached the cassette and restarted the pump. The pump was running correctly. There was no patient injury reported.

Manufacturer narrative:
B5: additional information received on 02-aug-2022 via email and attached to complaint object: no new information was available. H6: event problem and evaluation codes: updates not required. Corrected data: h4: correction: device manufacturing date: 23-sep-2013.